Event description:
This implantable cardioverter defibrillator (ICD) device generated multiple fault codes (fc13, fc26, fc27). Guidant received additional info the pt has been lost to follow-up and review of therapy history identified multiple atr episodes.